Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine whether the reported event is caused by the device or not , therefore we are filing this MDR for notification purposes only.

Event description:
It was reported that patient with ossification of posterior longitudinal ligament underwent posterior thoracic fusion using crosslink. Post-op, the patient had surgical site infection. Hence the patient underwent a revision surgery for removal of the crosslink implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.